Event description:
It was reported that this right ventricular (rv} lead exhibited pacing impedance measurements of greater than 2000 ohms. No noise was observed, and an xray was performed which did not reveal a lead fracture. The health care professional (hcp) would continue to monitor the patient. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).